Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. There was no harm to the patient, no intervention was required, and a repeat procedure was performed. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. A very little lubricant was used to facilitate placement of the capsule and the capsule will be returned for investigation.

Manufacturer narrative:
Additional information:evaluation summary the customer reported the bravo capsule failed to attach to the patient¿s esophagus. One bravo capsule device was received for evaluation. The device was being used for diagnosis. The returned sample meet specification as received by medtronic. The investigation found the device to function normally and within specifications. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. A review of the device history record indicating that the product was released meeting finished product specifications, in addition bravo capsule was within assigned expiration date at the time of the reported incident. The visual inspection found no notable conditions. Corrected data: (evaluation code - method, evaluation code - result, evaluation code - conclusion). If information is provided in the future, a supplemental report will be issued.